Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using three perclose proglide devices. Reportedly, the three proglide devices had unspecified malfunctions occur during deployment. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. The physician stated he felt there was nothing wrong with the device and declined to provide further details. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. The other 2 proglide devices are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.